Manufacturer narrative:
Exact date unknown, event occurred a long time ago from date manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2352-70, serial: (B)(4), batch: 16062019. Product family: scs-linear leads, upn: (B)(4), model: sc-2366-50, serial: (B)(4), batch: 16747448.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure and the explanted devices were not returned. No further information has been obtained despite good faith efforts.